Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was not known. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.